Event description:
Patient states that insulin continued to exit tubing after pump motor had slowed down. Patient states there is no gap between pump piston and reservoir. Unomedical received the complaint through (B)(4), the distributor of the infusion set. (B)(4).

Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Furthermore the used sample failed flow test of the tubing. Reference samples: the reference material was tested and all samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8201039. No relevant deviations during manufacturing were recorded.